Event description:
It was reported that at 8:30am the patient received the following results within 15 minutes: 400 mg/dl and 140 mg/dl. The user then retested at 9:30pm and received the following results within 15 minutes: 270 mg/dl, 280 mg/dl, 290 mg/dl and 140mg/dl-150mg/dl. The readings are approximate, as the customer could not recall the exact values.